Event description:
Device 2 of 2. Reference MFR report#: 1627487-2014-25353. The pt has two leads for off-label use. It was reported the pt is not receiving effective pain relief. The pt will meet with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.